Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited oversensing noise that led to mode switch. The asymptomatic patient was brought into clinic and isometric testing easily reproduced the noise. No intervention was performed. The patient would be continued to be monitored.